Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into the emergency room after receiving inappropriate hv therapy. The device was interrogated and it was noted that there was no pacing and the patient had an escape rhythm around 30 bpm. The rv lead was not capturing. Review of stored egms noted oversensing of atrial fibrillation. Device was reprogrammed and therapies were turned-off. Subsequently, lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.